Manufacturer narrative:
The broken table top was not repairable due to the following: top was cracked, carbon fiber rail separating, and the age of the top was 15 years old. Recommended replacement. As requested, returned the unrepaired tabletop, tagged as unsafe.

Event description:
We were informed by our sales rep that the table top broke, no add'l info was provided by the customer/hospital.